Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3: analysis of the returned wireless recharger (s/n: (B)(6)) identified that the flash sector read/write protection bits have become set and the patient's complaint was confirmed. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer¿s representative (rep) who reported the recharger was on the dock for about 30 minute and it wasn¿t responding when removed from the dock. The rep stated when the recharger was placed in the dock all of the battery lights started flashing (in an escalating pattern) rapidly. When removed from the dock the lights would all shut off and the recharger wouldn¿t respond to the power button being pressed. During the call the rep pressed and held the power button for 45 seconds to attempt to reset the device. The rep stated the lights didn¿t turn on while holding the power button and didn¿t respond to the power button being pressed.